Event description:
N/a

Manufacturer narrative:
Updated fields:(type of investigation, investigation findings, component codes, investigation conclusions), h10 additional information: e1(event site telephone: (B)(6) a getinge field service engineer (fse) evaluated the unit and after inspection,found a helium leak greater than 20psi. Fse replaced o-ring,buna, and that did not resolve the issue. Fse replaced regulator, high pressure helium and iabp passed the helium leak test. Helium leak is no longer present. Fse also installed label, upper inside badge, maquet, label ID, cardiosave hybrid, as iabp monitor was missing emblems. Performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a helium gauge malfunction, it was not reading properly. The gauge would not indicate full when new  helium tank was installed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.